Manufacturer narrative:
The insulin pump was received with broken battery tube threads, missing reservoir tube o-ring, cracked reservoir tube and broken off reservoir tube lip. The reservoir tube lip was completely broken off and test reservoir will not lock/click in place. (B)(4).

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was 80-100 mg/dl. The customer stated that the circumference is missing and the black o-ring came out. The customer had to wrap it to hold the reservoir in place. The insulin pump will be returned for analysis.